Manufacturer narrative:
Sc-8216-70 (sn (B)(4)). Device evaluation revealed that the complaint of lead damage has been confirmed. Visual inspection revealed that the paddle has been severely damaged. It appears that the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Visual inspection revealed that six of the paddle electrodes were dislodged and three electrodes are missing from the paddle end of the lead. Electrical tests could not be performed due to paddle lead damaged. This type damage occurs when the lead is exposed to excessive tensile force causing the lead body to stretch and eventually break right at the paddle end. It was reported that the paddle lead migrated. Additionally, the lead bodies were cleanly cut and the proximal portions of the lead tails were not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the lead had high impedances. X-ray was taken and confirmed that the lead had migrated, and the contacts appeared twisted and coming off of the lead. The patient underwent an explant procedure.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the lead had high impedances. X-ray was taken and confirmed that the lead had migrated, and the contacts appeared twisted and coming off of the lead. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-8216-70 (sn (B)(4)). Device evaluation indicated that lead damage was confirmed. Visual inspection revealed that the paddle was severely damaged. It appeared that the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Visual inspection revealed that three of the paddle electrodes were dislodged. Electrical tests could not be performed due to lead damage. This type of damage occured when the lead was exposed to excessive tensile force causing the lead body to stretch and eventually break right at the paddle end. It was reported that the paddle lead migrated. Additionally, the lead bodies were cleanly cut and the proximal portions of the lead tails were not returned. The clean cut damage was a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that the lead had high impedances. X-ray was taken and confirmed that the lead had migrated, and the contacts appeared twisted and coming off of the lead. The patient underwent an explant procedure.